Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During stenting of the superior mesenteric artery (sma) the stent of the stent delivery system (sds) dislodged from the balloon when attempting to remove the sds through the sheath. The stent migrated distally into an isometric ileocolic branch vessel. The palmaz blue sds was opened and prepped according to the IFU. It was introduced through a 6fr. Destination sheath and advanced to calcified target lesion located in the ostial superior mesenteric artery. There was no difficulty advancing the stent to its intended location. Once in place, the physician decided that the stent was too short and wanted to exchange it for a longer stent. He attempted to back the sds into the sheath however the stent came off of the balloon and remained in the ostium of the sma. After a number of attempts to retrieve the stent, it migrated to a distal branch of the sma. Brisk antegrade flow through the stent was noted and no additional attempts were made to retrieve it. The patient has since been seen for follow up with no evidence of clinical adverse outcomes. The original target lesion was left untreated. The physician was aware that the stent was biliary indicated but chose to utilize it for this patient due to the merits of the product. One non sterile blue/slalom 7x12/80 bil pckgd catheter was received coiled inside a plastic bag. The stent was not received; it appears as if an attempt to inflate the balloon was made since residues of inflation media were noted in the balloon. No damages were noted along the device during analysis crimping marks were observed between the marker bands. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The reported stent/ dislodged-in patient/while pulling back into gc/sheath was not confirmed since an attempt to inflate the balloon was performed. Neither the DHR review nor the product analysis suggests that issues are related to the manufacturing process of the unit. Based on the information available (contrast medium in the balloon indicating that an attempt to inflate the balloon was made), it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue.

Event description:
During stenting of the superior mesenteric artery (sma) the stent of the stent delivery system (sds) dislodged from the balloon when attempting to remove the sds through the sheath. The stent migrated distally into an isometric iliocolic branch vessel. The patient is a (B)(6) female. The palmaz blue (pb1270bss/ lot 15274267) sds was opened and prepped according to the IFU. It was introduced through a 6f destination sheath and advanced to the target lesion. The lesion was an ostial superior mesenteric artery. The vessel was described as calcified. The physician was aware that the stent was biliary indicated but chose to utilize it for this patient due to the merits of the product. The stent was then advanced to the ostium of the sma. There was no difficulty advancing the stent to its intended location. Once in place, the physician felt that the stent was too short and wanted a longer stent. He then attempted to back the sds back into the sheath and the stent came off the balloon and was left in the ostium of the sma, unexpanded. Then after a number of attempts to retrieve the stent, it migrated to a distal branch of the sma. Brisk antegrade flow through the stent was noted and no attempts were made to retrieve it. The patient has been seen in follow up with no evidence of clinical adverse outcomes (i.e. R colonic ischemia / infarction). The original target lesion was left untreated.